Event description:
Pt's clinical history: female with acute venous occlusion, device upgrade. Procedure: left-sided procedure to upgrade device from a pacemaker to an ICD. Pt had a total of 3 leads to be removed, 2 active and 1 passive. Md used a 14f sls as well as two lld ezs and one lld#2. Only minimal lasing to remove the 1st rv lead, 2nd lead (av) removed and it was during this time the pt's pressure began to decline rapidly. The pt's chest was cracked, svc tear repaired and third lead was successfully removed during this time. Pt status: svc tear; pt survived surgery. Device analysis: there were no devices returned to spnc for analysis. The spnc representative was not present for the case. There were no indications the spnc device was involved in the pt outcome. Md reported the spnc devices did not contribute to the pt's injury.